Manufacturer narrative:
Failure analysis revealed that cracked reservoir tube lip, cracked battery tube threads, minor scratches on the display window, missing end cap sticker, cracked reservoir tube, cracked reservoir window and cracked case near display window corners. No button error alarms noted. No button response due to corroded keypad traces.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
It was reported that the insulin pump alarmed button error and was unable to be cleared. The customer's blood glucose was 170 mg/dl. The customer stated that the insulin pump was against the kayak for hours, they were not sure if the device hot wet. They did not see any moisture. The customer was advised to remove the battery since the alarm would not clear. The discontinuation of the insulin pump was advised. Nothing further was reported.